Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) have reported that one of the pegs underneath the surface trial is damaged and requires replacement. No delay or adverse event. Update 24 march 2017: upon evaluation of the returned device, the smaller post of the trial is fractured (broken off).

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event of post fracture. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.